Manufacturer narrative:
A review of fluoroscopic images by gore, showed that the endoprosthesis was placed across the cystic duct within a previously placed bare metal stent. The instructions for use include the following warning among others: "placement of a fully lined endoprosthesis (without holes) across a branch duct or major bifurcation may result in complications due to blockage of flow from the branch duct and prevent endoscopic or transhepatic access for future procedures".

Event description:
The patient had mid-proximal extrahepatic duct cholangiocarcinoma diagnosed in (B)(6) 2013. He was considered inoperable due to metastatic disease from the outset. The patient had initial ercp at outside hospital with placement of a plastic stent. Subsequently, the patient developed cholangitis and the original plastic stent was exchanged for an uncovered metallic biliary stent (8 mm x 8 cm wallflex) on (B)(6) 2013. Bilirubin continued to increase following procedure, and physician performed an ercp on (B)(6) 2013. The physician elected to place a viabil within the uncovered stent due to rapid tumor ingrowth. The physician placed the stent intraductal (extending from the proximal or hilar aspect of the uncovered stent to approximately the mid portion of the stent). The patient then developed acute cholecystitis on (B)(6) 2013 and underwent placement of a cholecystostomy tube which remains currently.

Event description:
The patient developed acute cholecystitis approximately 1 month after placement of the gore viabil biliary endoprosthesis, requiring a percutaneous cholecystostomy due to occlusion of the cystic duct.